Manufacturer narrative:
Based on the results of the investigation, it was confirmed that a white foreign material was attached to the distal end (ob- lens and suction/forceps port). - as a result of component analysis using ir and edx, characteristic elements and peaks similar to those of organic silicone (derived from anti-foaming agent, lens anti-fogging agent, etc.) Were observed. It is possible that the foreign material adhered during handling, such as during reprocessing. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited white foreign material adhered to the distal end (objective lens and suction/biopsy port). There was no patient involvement.